Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that after the patient's trial procedure, the patient had swelling and irritation. The patient underwent a surgical procedure wherein the abscess was removed. It was not believed to be device or procedure related. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Date received by manufacturer: 24-jun-2016.

Event description:
A report was received that after the patient's trial procedure, the patient had swelling and irritation. The patient underwent a surgical procedure wherein the abscess was removed. It was not believed to be device or procedure related. The patient was reportedly doing well post operatively.